Event description:
The magnetic resonance imaging (MRI) infusion pump had been turned off. Channel a had an infusion of dexmedetomidine and channel b was loaded with phenylephrine.when turning pump back on to administer dexmedetomidine, the free flow of phenylephrine infusion (seen via flowing drip chamber) was observed. The green light on channel b was not flashing; channel b was not set for any infusion.reporter updated information.-----------------------------this has been seen at least once with a patient. As part of investigation by biomed engineers the following was seen: reviewing the pump log, no infusion was deliberately started on channel b of the pump in question. The original condition of the tube set is unknown. Whether or not the tube set was loaded while the pump was powered on, is unknown. Whether or not the tube set was successfully loaded is unknown. It is presumed that the tube set was loaded in channel b at the time of the event. The event of inadvertent infusion occurred while the pump was powered off is based upon the patient data recorded in metavision. It is reported that the observed flow was a drip and not a free flow. (A gravity, full, "free-flow" would empty a 250 ml bag of phenylephrine in 2 1/2 minutes, therefore the conditions for that did not exist.)the "missed latch" condition is described as follows: the "missed latch" is a result of defeating a mechanical interlock (switch) on the inside of the door. This can occur by incidental contact by the user, or if the door latch handle is not fully retracted (upward). Only a full retraction resets the interlock. If the reset doesn't occur, a condition can exist where the latch is set but not engaged properly to the pump housing. The result is that the door is not fully closed and a partial flow can exist. However if the pump is powered on, any door position that would cause actuation of the "free flow prevention" clamp (flow through the pump) will be detected and the alarm will sound. It is a speculation that this condition contributed to this event because it has been stated that an improperly closed door would have been observed. It is a fact that if the pump was powered on, this condition would have been detected. (We were not able to recreate conditions to detect this.)the patient status not known, but there is no long term harm associated with the device.